Event description:
A customer reported that the mobile application froze while they were delivering a bolus using an android phone. There was no reported adverse impact. After the incident, the customer followed technical support's advice to check and adjust the developer options settings on their phone. The application was successfully re-launched, and no additional assistance was needed.